Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient was receiving inadequate stimulation and unintended abdominal stimulation. The patient underwent surgical intervention on (B)(6) 2016 where the scar tissue was excised and the lead was repositioned.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient is receiving effective therapy. The issue has been resolved. Lot #, expiration and manufacturing date has been added to the record.